Manufacturer narrative:
Motor error alarm during motor rewind due to corroded motor home switch. Unable to perform basic occlusion, occlusion, prime, the excessive no delivery, displacement and unexpected restart test due to constant motor error alarm during motor rewind, however pump operating currents are normal. No unexpected low battery or off on power alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 166 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.